Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
While servicing the device for an unrelated issue, the fse noted several error codes in the diagnostic log. There was a safety valve issue indicated. There was no patient involvement.